Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose of 425 mg/dl, cause unknown. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer called 911 and went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the insulin had been in the cartridge longer than labeling guidelines suggest and customer was using off label insulin at the time of the event. Cts education the customer on insulin and cartridge labeling guidelines, customer acknowledge pump was working as intended. The customer was discharged from the ER on (B)(6) 2022 with the issue resolved and no permanent damage. Ultimately, the customer revert back to manual injections and a replacement pump was sent to the customer for customer satisfaction.